Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient was given a chest MRI. Caller reported they usually feel stimulation in her leg, but felt it shut off so the patient knew something was wrong. A power on reset (por) was discovered on (B)(6) 2017 and is attributed to the electromagnetic interference from the MRI.